Manufacturer narrative:
The getinge service territory manager (stm) reported that the "safety disk replacement issue " was caused by a software (sw) issue. The iabp unit was fixed by replacing the executive processor board and the video generator board. Complete pm with full calibration, functional testing and safety check to factory specifications were performed, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) alerted "safety disk needed to be replaced." There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge service territory manager (stm) evaluated the iabp and the safety disk replacement is due notification was not resolved. In the system statics the safety disk cycles are 132,653 and the replacement date is 03/2024. However, the unit didn't boot up after downloading software (sw) b.14. The stm then used a front end board for and an executive board for testing purposes. The stm is awaiting a new sw to finalize the repairs, and a supplemental report will be submitted when repairs are completed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) safety disk needed to be replaced. There was no patient involvement, and no adverse event reported.